Event description:
A report was received that the patient was running a fever. It was noted that the patient's implant surgical wound does not appear to be fully healed and the physician ruled out infection.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was running a fever. It was noted that the patients implant surgical wound does not appear to be fully healed and the physician ruled out infection.